Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during an implant procedure on (B)(6) 2019. A few hours after the right ventricular lead was implanted, it was noted that cardiac tamponade was observed. Pericardial drainage was attempted however, no blood was drained. Thoracotomy was conducted however it did not resolve the symptom and the patient deceased. It was noted that the lead may have perforated the myocardium due to the lead being implanted close to the apex of the right ventricle.